Event description:
Boston scientific received information that this device had declared elective replacement time (ert) and the caller expressed concern regarding earlier than expected battery depletion. It was noted that threshold testing was performed and the test initiated pacemaker mediated tachycardia (pmt). The pmt episode was not sustained and stopped when the threshold test was stopped. This is known to happen with atrial threshold tests. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.